Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site. On (B)(6) 2026, it was reported that the patient experienced feeling unwell, confused, tired and was throwing up. The mother called the emergencies and when a fingerstick was taken by the paramedics the cgm reading was 110 mg/dl, and the blood glucose reading was 490 mg/dl. No medication was provided but the patient was taken to the hospital. At the hospital the patient was treated with intravenous insulin, saline and fluids. The patient was discharged after 2 days. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.